Event description:
It was reported that a malfunction occurred with a malfunction code of malf 12. There was no reported impact on the customer's blood glucose level. The customer had not reported this malfunction within the last 24 hours, so technical support provided instructions and assisted in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised they could continue using the pump while being instructed to contact support again if the issue reappeared.